Manufacturer narrative:
Edwards lifesciences did not receive imagery of the reported event. However, the instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve embolization into the aorta and valve migration were unable to be confirmed due to no relevant imagery provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. As reported, 'the commander delivery system balloon ruptured during deployment, and the valve 'partially' embolized due to the push catheter not being retracted prior to deployment.' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the commander delivery system balloon burst during inflation, so the deployed valve was unable to fully secured to the target site (native annulus), resulting in valve embolization. As reported, 'the valve was noted to be outside the native annulus but caught on the native leaflet. It was decided to remove the devices. However, while attempting to dislodge the valve off the balloon, the valve slid ventricular and landed 50/50'. In this case, the partially deployed valve interacted with the burst balloon during the delivery system withdrawal and lead to the valve migrating ventricular. As such, available information suggests that procedural factors (balloon burst during deployment and balloon burst removal) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment, and the valve 'partially' embolized due to the push catheter not being retracted prior to deployment. The valve was noted to be outside the native annulus, but caught on the native leaflet. It was decided to remove the devices. However, while attempting to dislodge the valve off of the balloon, the slid ventricular and landed 50/50. The team continued to attempt to remove the ruptured balloon, but it was caught in the sheath. The team pulled harder, causing the balloon shaft to separate, and the iliac to tear. The patient passed away on the table. Per report, the fcs was at the back table preparing a second device. The second device was not used.